Event description:
Pt found to have larger leak in ett when turned to left side, tidal volumes dropping and sats lower than usual in low 90's. Rt notified and at bedside, unable to inflate or deflate cuff. Doctor was notified and pt reintubated, pilot balloon cut off ett prior to extubation to insure that cuff was completely deflated. Ett found to have large hole in cuff when pt was extubated. Pt reintubated without difficulty, paralyzed and sedated for procedure.